Event description:
Th plate was implanted on 2/26/98 for a volar bartons fracture of the right wrist. Broken side arm of plate and loss of reduction noted on x-ray taken 3/25/98. Plate was removed 4/2/98.